Event description:
A pt reported experiencing inaccurate erratic results with an ot profile meter. The pt's blood glucose results was 149mg/dl (this was the only results provided in the reported issue notes). Tests were done <10 minutes apart with a difference of >20%. Pt did not experience any adverse events. No further information has been reported.